Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy for hemodynamic support using the impella 5.0. During support, the patient developed an access site bleed. A blood transfusion was administered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01386 was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
Corrected information provided in b5 and h6.

Event description:
Additional information indicated that the patient experienced a stroke during the use of impella.